Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) said they haven't used the therapy in a few months (due to having other medical procedures) and now they are trying to use it but are getting no device found (16) when they try to unlock the controller. Agent walked caller through removing the battery pack to collect serial numbers and the battery pack case broke and got stuck in the controller. Caller was able to remove the broken battery case and noted that now they can see the "motherboard" and it looks burnt. Caller called back and then reported also seeing damage in the controller battery compartment pins (the top one looks bent/out of line) and also stated that the controller looks cracked. Caller is suspecting they may have damaged it when removing the battery case that was stuck. Caller mentioned they have never removed the battery from the controller in all these years. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Agent reviewed that when they get the replacement equipment, they may get no device found (16) again when attempting to charge implant as they haven't charged in a while, so if that happens they should tap 'recharge'. The pt stated they received the new controller and wanted to verify pairing process. Pt is getting "no device found"; pt stated he has not used / charged his ins in a long time. Pt selected "recharge" and stated they are connected and charging the ins. The ins is in the red and the controller is 90% and pt is getting excellent charge quality. Pt called back stating they received replacement controller and battery pack from this case but this morning they saw a message that the battery pack needs to be replaced. Pt also stated the controller only powers on when plugged into ac power supply. Agent had pt reset controller and agent confirmed pt was using old battery pack from this case. Pt found new controller and battery pack and reset. Pt plugged controller into ac power supply with no battery pack and confirmed screen powers on; pt reinserted battery pack and saw green flashing light. Pt unlocked controller and saw controller at 70% and implant 30%. Pt inserted recharger and confirmed implant was recharging with e xcellent quality. Pt will send back old controller and battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97745bp, serial# (B)(6), product type accessory. Analysis of the 97745 controller (ptm) (B)(6) revealed that lcd/case was broken/damaged. Analysis of the 97745bp battery pack (bp) (B)(6) revealed that case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.